Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 596 mg/dl: cause unknown. Customer administered a correction bolus via the pump to address the bg. Recommendation was made to consult a healthcare provider in regard to diabetes management.